Manufacturer narrative:
The following field was updated due to corrected information: b5. Describe event or problem: it was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there were five tubes with molding defects. There was no report of impact to the patient or user. H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation in support of this complaint from catalog 367856, lot number 3289484. The photo was reviewed and the indicated failure mode for the molding defect was observed. Additionally, 100 retention samples from the bd inventory were evaluated by visual examination and the issue of molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there were five tubes with molding defects. There was no report of impact to the patient or user.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there were five molding defects in the tubes. There was no report of impact to the patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.